Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was intermittently observed to be fluctuating, as well as intermittently depleting quicker than expected. Reportedly, these battery issues led to intermittent pump shutdowns. The customer's blood glucose (bg) was reportedly between 400 mg/dl and 500 mg/dl at the times of the shutdown events. The customer also indicated that the battery issues did not adversely impact the bg levels. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue and provide assistance; however, the customer did not respond.